Event description:
On (B)(6) 2013 it was reported that the patient is having an increase in seizures. The patient¿s father reported that the patient has two types of seizures and one of them is increasing more than the other but he doesn¿t remember which type it was. The patient just had an eeg performed and the father believes the patient is having more seizures than prior to vns. It was later reported that the patient is currently at output=1ma and magnet output=1.25ma. The patient¿s father indicated that prior to vns the patient was on keppra and had 120 ¿micro¿ seizures/minute, with the addition of onfi to the keppra he had 80 ¿micro¿ seizures/minute, but with the addition of vns to the onfi and keppra his seizures have increased. The father stated that the patient now has temporary paralysis in his left hand that he never had prior to vns and reiterated that the patient is getting worse with vns instead of better. Good faith attempts for further information from the physician have been unsuccessful to date.